Event description:
It was reported that during implantation of a locking screw as part of comprehensive reverse procedure, the screw broke. The screw was inserted into the baseplate but it got stuck before it was able to lock into the baseplate. Surgeon hen tried to back the screw out to re-drill the hole but the screw yielded and fractured. The fractured piece was retained, and surgery was completed as normal. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source: foreign- UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022 -02552. Device remains implanted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process.  Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.